Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter actuation was poor and abnormal sound was generated during vitrectomy surgery. The procedure was completed on the same day by replacing the device with the same product. There was no patient impact.